Event description:
As reported per the edwards field clinical specialist (fcs), approximately 7 weeks post deployment of a sapien valve, the patient had what appeared to be a late ventricular migration with 2-3+ pvl and was symptomatic. Per report, at the time of implant, there was 60:40 ventricular placement of the sapien valve, with 1+ pvl revealed on echo. The patient was stable, and the procedure was considered unremarkable. Between 4-7 weeks post procedure, the pvl increased and the patient became symptomatic. After reviewing imaging, it was determined that the valve was now approximately 70:30 ventricular. The patient was also noted to have 2-3+ mr. An open avr was scheduled in the event the mitral valve needed repair as well. Additional information revealed that the native leaflets were moderately calcified and the aortic root was mildly calcified. The native annulus diameter was 20mm. The sinotubular junction diameter and the sinus of valsalve diameter were not logged. During the initial implant, the image intensifier angle was described as good, as was the coaxial alignment of the valve and delivery system. During valve deployment, ventilation was held and pacing capture was not lost.

Manufacturer narrative:
Per the instructions for use, device migration requiring intervention and valve regurgitation are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole and retrograde forces during diastole. The literature reports that less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Furthermore, the literature reports that residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, the root cause of the migration with subsequent regurgitation cannot be confirmed. In addition, it cannot be determined exactly when the slight movement of the valve ventricular occurred. As reported, the native valve/leaflets were moderately calcified. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.